Event description:
The hospital reported that during a saphenous endoscopic vessel harvesting procedure, vasoview hemopro 2 cautery stopped working again. They engaged the hemopro jaws then heard the generator beep a couple times then stop beeping and the cautery stopped working. The state of the jaws were intact. There were no notable characteristics about the harvesting tunnel. There was a procedure delay to troubleshoot and open a new vh-4000. There was no patient harm.the extension cord and adaptor were not swapped.

Manufacturer narrative:
Trackwise (B)(4). A lot history record review was completed for lots 3000459709, 3000459708, and 3000459711 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during a saphenous endoscopic vessel harvesting procedure, vasoview hemopro 2 cautery stopped working again. They engaged the hemopro jaws then heard the generator beep a couple times then stop beeping and the cautery stopped working. The state of the jaws were intact. There were no notable characteristics about the harvesting tunnel. There was a procedure delay to troubleshoot and open a new vh-4000. The extension cord and adaptor were not swapped.

Manufacturer narrative:
Tw (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.